Manufacturer narrative:
It was reported the patent returned for a follow up CT on 28-jul-2021 where a type ia endoleak was observed. It was reported during the index procedure in 2019 that the distal region of the cuff was deployed from the position where it seemed to hang on the flow divider, an attempt was made to move the device proximally during the deployment, but the wire could not be deflected up. As a result, the distal region of the cuff was stuck in the ipsilateral leg, and the issue could not be resolved. On 23-aug-2021 in order to secure the contralateral blood flow, etlw1616c93ej was inserted by performing chimney technique. Per the physician, it was probably possible to prevent the leak if the central cuff had been properly placed as intended during the index procedure. No additional clinical sequalae were reported and the patient will be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause/source of the endoleak reported during implant could not be determined from the pre-implant films returned. Film during implant were not available for return and assessment of the endoleak could not be performed. In addition, post-implant CT¿s were not provided for endoleak assessment and review of the stent graft in-vivo configuration. A type ia and/or type IV endoleak cannot be ruled out. The proximal neck was extremely angulated (off-label usage) which likely would have been a contributor to a proximal type I endoleak. This may have also been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. Severe proximal aortic neck angulation was noted. It was reported during the index procedure after the stent graft system was implanted a type ia or a type IV endoleak was observed. A non mdt cuff was implanted. It was noted by the final angiography that the endoleak was resolved. Per the physician the cause of the endoelak is undetermined. No additional clinical sequelae were reported, and the patient is fine.